Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #13 (fdi) lost integration due to peri-implantitis at the implant site and was removed. Symptoms as a result of the event: pain, edema and inflammation.

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141 - 2022 - 01424. Further investigation has shown that incorrect item number was previously reported. The following sections are being reported: d1: brand name. D4: catalog number. H2: if follow-up, what type. H10: additional narratives/data.

Event description:
No additional or corrected information to report.